Event description:
Philips received a complaint by the hospital respiratory therapist on the v60, indicating that the machine turned off while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
An attempt has been made to try to obtain further information about this case, it was confirmed that the device turned off on a patient. There was no harm to the patient. No further information was able to be obtained. Based on information provided it is unknown what the outcome of the device's evaluation and repair is or if it was confirmed that it met product specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.